Manufacturer narrative:
B5: the lens was implanted on (B)(6) 2024. In a subsequent surgery later that day, the lens was removed due to excessive vault. Claim# (B)(4).

Manufacturer narrative:
Device evaluation. H6: the lens was returned in liquid within a microcentrifuge vial. Visual inspection found a haptic broken lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -5.5/1.0/090 (sphere/cylinder/axis), was implanted into the patient's left eye (os) on (B)(6) 2024. The lens was intraoperatively implanted and removed due to excessive vault. The problem was resolved. Cause o the event is unknown.